Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they had not notified their managing physician and the shocking first started experiencing it in (B)(6) but it doesn't happen all the time. Sometime, they could just be standing and they get the shocking feeling. No steps were taken to resolve the shocking and the shocking had not been resolved.

Event description:
The consumer reported it felt like their stimulator was shocking them from time to time. Indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.